Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for one (1) unknown locking screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown locking screw. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in japan as follows: it was reported that on (B)(6) 2018, patient underwent an expert tibial nail removal surgery due to pain. An unknown locking screw was removed due to pain around the screw head. The procedure completed successfully with the patient in stable condition. This (B)(4) captures post-operative pain that required revision surgery. (B)(4) captures intraoperative event occurred on (B)(6) 2018. This report is for one (1) unknown locking screw. This is report 1 of 1 for (B)(4).